Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Ischemia and restenosis are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 34 months after xience v stenting of the distal circumflex and the mid-left anterior descending coronary arteries, the patient experienced dyspnea on exertion. Nuclear imaging studies showed new anterolateral and anteroapical ischemic abnormalities. The patient underwent coronary angioplasty and stent implantation in the mid-lad and the distal lad. The index stents were reported to be widely patent. No additional information was provided.